Manufacturer narrative:
The serial number of the mobile power unit (mpu) was requested but not provided. Approximate age of device - the serial number of the device was not provided, therefore the manufacture date and age of device are unknown. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that log file review by a representative of the manufacturer¿s technical services revealed no external power / low power hazard events on (B)(6) 2018 15:46, (B)(6) 2018 0:23, and (B)(6) 2018 9:22. These could have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During these events the system controller¿s internal backup battery supplied power to the pump as designed. There was no reported adverse impact to the patient due to the events. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 2 years.

Manufacturer narrative:
The reported event of a no external power alarm was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) 2018 to (B)(6) 2018 where seven incidents of a no external power alarm were recorded. The voltage levels recorded during the events suggested that the events occurred when the system controller was connected to a mpu and the mpu power was lost. The pump support was not affected and the system was supported by the backup battery during the events. As, the mobile power unit was not returned for analysis, the root cause of the events captured in the log file could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.